Manufacturer narrative:
Our product evaluation laboratory received one swan ganz pacing catheter with monoject limited volume syringe, non-edwards contamination shield and non-edwards introducer. Report of defective catheter was confirmed. The catheter body was broken into halves at the proximal infusion port. The edges at the break locations were rough and appeared to match. The catheter was bent and had a kink and multiple indentations at around 12cm proximal of distal tip. The kink and indentations were aligned to the indentations on the introducer. The catheter appeared to be clamped due to the serrated indentation on the catheter body 18cm proximal of the distal tip. Both balloon bonds and balloon latex were intact. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation was initiated to asses any manufacturing related issues that could be associated to this device. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is unknown if user or procedural factors played a part in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the facility had a defective swan ganz catheter. Multiple follow-up attempts were performed for an event description, but the customer is unable to recall event specifics including patient injury. Patient demographics requested but not available.